Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: mislocation. Time of malfunction: after the procedure. Symptoms/ae: ischemia/cut-down procedure to remove the device. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure after a diagnostic procedure. A few days later, the patient presented with ischemia on the closure side. Surgical cut-down was performed and it was seen that hemostasis had not been achieved with the clip. Though requested, no additional information was available.